Event description:
Cmf screws implanted in a rescue revision procedure on patient with known poor bone quality became loose after implant. Explanted screws were intact and undamaged. Patient was re-plated in a second revision procedure.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.